Manufacturer narrative:
Follow-up #1: date of submission 07/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2016 with the following findings: the device was returned to the manufacturer for investigation with visible moisture behind the display lens. The pump failed to power on for investigation as reported on medwatch report 2531779-2016-13534. The pump cover was removed; internal moisture was present in pump. Product analysis was unable to complete required investigation steps to adequately investigate the call service alarm compliant due to internal moisture ingress.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging that the pump emitted an unknown call service alarm. There was no indication that this issue caused or contributed to an adverse physical event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.